Manufacturer narrative:
The reported events were helix mechanism issue and high capture threshold. A complete lead was returned in one piece for analysis. The helix was partially extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. It was also noted that the ra lead helix unable to be extended. The ra lead was not used and replaced during the procedure. The patient was in stable condition.